Event description:
The patient stated that she has been on v-go therapy for about a week and that she has had 5 that have come off after only wearing them for a period of about 8 hours. The patient is preparing the application site properly and that there is not interference with clothing.